Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-sep-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient receiving baclofen (15 mcg/ml at 7.746 mcg/day), morphine (10 mg/ml at 5.164 mg/day), and bupivacaine (3 mg/ml at 1.5491 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. The patient presented for a dye study on (B)(6) 2021 complaining of lack of pain relief after having a back surgery in (B)(6) 2020. At the dye study procedure, the hcp was unable to aspirate from the cap (catheter access port), so did not inject dye. The cause of the issue was undetermined. The patient was referred for a revision. The procedure was planned but not yet scheduled. The issue was not resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event.